Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: bp1a.250505.005.d1 smartphone hardware: pixel 9 pro xl cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at a pod site on her left upper thigh, first noticed as a red spot approximately one inch in diameter with partial whiteness, about three weeks prior in (B)(6) 2025. The area later began scabbing and was associated with symptoms of redness, pain, and irritation. On (B)(6) 2025, the patient contacted her endocrinologist through the portal, who advised the use of over-the counter triamcinolone acetonide ointment and prescribed oral sulfamethoxazole/trimethoprim. The endocrinologist also recommended follow-up with primary care. The patient was seen in person by her primary care provider on (B)(6) 2025, who advised continuing otc treatment with bacitracin ointment and prescribed an additional oral antibiotic, cephalexin 500 mg. A new pod was applied on a different site.